Event description:
It was reported that suture placement was successful using proglide devices in the right common femoral artery using the preclose technique prior to a stent graft interventional procedure. The arteriotomy was a 6f. During the interventional procedure the sheath was upsized to an 18f. Reportedly, it was difficult advancing the knot to the artery surface. The suture broke. Three additional proglide devices were used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and in the large hole closure technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction - device has been received. Evaluation summary: it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was available for evaluation. Because the suture was not returned with the device, the reported suture break due to difficulty advancing the knot could not be confirmed. Inspection of the returned device indicated that the plunger had been retracted from the device with the anterior cuff successfully capturing its needle and the link distal to the anterior cuff was cut. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.